Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear leak around the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. Customer reported that the leak was on the tabletop/floor. Customer reported that the volume of the leak was approximately 1 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse), found the diluent leak was coming from the bsv aspiration tip during probe wash. This was caused by the probe wipe not aligning properly with the aspiration tip, allowing some diluent to escape. The fse adjusted the probe wipe set screw to the appropriate depth and the problem was corrected.

Manufacturer narrative:
Evaluation results: probe wipe. (B)(4).